Manufacturer narrative:
Product not returned for evaluation. Alleged issue was addressed with the technical support team assigned to the customer¿s location.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.